Manufacturer narrative:
The pump passed the self test and the displacement test. The audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio anomaly, absence of audio alarms, pump error 53 alarms or pump error 63 alarms noted during testing however, the downloaded history files confirmed pump error 53 (line number 5632 file number 2005) alarms due to a software error and pump error 63 alarm (variable 3) is found in the downloaded history files due to broken pin 6 (sda) trace at u1 on the keypad assembly. No unexpected failed battery alarms noted.

Event description:
The customer reported via phone call that the insulin pump had software error detected alarm and the audio beep anomaly. The customer¿s blood glucose level was unknown. Customer reports they did hear the differences between the two audio beep volumes (1 & 5). The customer stated that the self test was performed and they received the software error detected alarm. The troubleshooting was performed and they were able to clear the alarm and complete the rewind. The customer stated that insulin pump had failed battery test alarm. The device will be returned for the analysis.